Event description:
Initial reporter indicated that their pt was having an increase in seizures after a recent generator replacement and they were occurring on a daily basis. Their vns therapy was raised and their seizures are reported to be doing better. On (B)(6) 2009, it was additionally discovered that they had high lead impedance. Reported as exceptionally high impedance, no values provided. The pt does drop to the floor with her seizures. X-rays were reviewed by physician and no lead break noted. The site is aware to program the vns off, at this time unknown if the vns has been disabled. It is unknown what interventions are planned for their continued vns therapy. Good faith attempts are being made for additional details about events.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death.